Event description:
It was reported that after placing the guidewire into the clot, the physician spun it approximately 8 times clockwise then it fractured. The physician used an alligator to snare the guidewire fragment out. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Manufacturer and expiration date: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the guidewire and guidewire core wire was separated at approximately 187.5cm from its proximal end. The guidewire distal separated section was approximately 12.5cm in length. The guidewire was also severely bent on its proximal section of the separation site. The guidewire appeared to be separated due to excessive torsion manipulation. In addition the polytetrafluoroethylene (ptfe) coating was observed to be peeled off at approximately between 32.0cm to 40.0com from the proximal end. The torque device was on the guidewire where the ptfe was scrapped off. From the condition of the guidewire it appeared that the torque device had been tightened and the torque collet peeled down the guidewire ptfe. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.); therefore, damage to the ptfe appears to be user related. Sem (scanning electron microscopy) was performed to characterize the guidewire separation site. From the sem images, the nitinol fracture appears to be ductile in nature as there indications of dimpling and signs of smearing. However, the twists on the corewire and platinum coil indicate torsional overload. It is possible that nitinol broke due to an unknown reason, and then the corewire fractured due to torsional overload after the nitinol fractured. Information from the complaint indicated that the physician placed the synchro into the clot and spun it approximately 8 times clockwise then it fractured, there was no additional information provided. Based on device analysis and information available, the exact cause that led to the guidewire break cannot be determined.

Event description:
It was reported that after placing the guidewire into the clot, the physician spun it approximately 8 times clockwise then it fractured. The physician used an alligator to snare the guidewire fragment out. There was no reported clinical consequence to the patient.